Event description:
Additional information received indicates that the patient feels the ipg is in a more comfortable position post op. Reportedly, the issue has been resolved.

Manufacturer narrative:
Corrected h6 health effect impact code. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced soreness at ipg site. As such, the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg at a new location to address the issue.